Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that failure to evacuate occurred. The 90% stenosed, mildly tortuous, and severely calcified target lesion was located in the right severely calcified superficial femoral artery (sfa). A jetstream? Xc catheter was selected for an endovascular therapy (evt) procedure to treat intermittent claudication in the right sfa. During the procedure, loss of aspiration occurred. The device was re-primed; however, this did not resolve the loss of aspiration issue. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.